Event description:
It was reported by the patient that their device went off five times in one day, and almost killed them. The patient reported being hospitalized for one week and was told their device setting was set too low, and it was then reset to a higher detection rate. The patient also indicated that they "put security on it so no one could change it". The patient suggested that their device may have been hacked. The device remains in use. No further information could be obtained through follow-up. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.